Event description:
It was reported to the sales rep that while using a cutting jig and headless pins on a pt with very brittle bone, that a tibia fracture occurred intra-operatively. It was reported that a nail was placed during the procedure for the fracture.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.